Event description:
Related manufacturer reference number: 3006705815-2023-02437. It was reported that the patient's ipg and lead had migrated. This was confirmed by an x-ray. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Exact date of event is unknown.